Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 15.4 mmol/l, 2.4 mmol/l, 3.6 mmol/l and 10 mmol/l. Ambulance was called and treated with sugared water and dextrose; there was no delay in treatment. Requested return of the alleged device for evaluation.